Manufacturer narrative:
It was reported that the light head allegedly separated from cardanic. A stryker field service technician (sfst) confirmed that the halogen d650p light head had separated from the cardanic on a d650/d540 system. The sfst found that the bolts holding the light head to the cardanic were found sheared and broken., which allowed the separation. The age of the halogen light system combined with suspected unintended impacts are believed to have caused the damage to the bolts. The sfst also found damage to the cpu board inside the light head. The sfst replaced the bolts and reattached the light head to the cardanic. The sfst replaced the cpu board and rewired the light system and then performed functional testing and found that the light system was functioning properly. The light system was placed back into service and the issue resolved. There was no patient involvement, injuries or adverse consequences reported.

Event description:
It was reported that the light head allegedly separated from cardanic. There was no patient involvement, injuries or adverse consequences reported.